Event description:
It was reported that during an implant procedure, the guidewire failed to be fitted in a left ventricle (lv) lead. The physician elected to not used the lv lead and a new lead was implanted successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance the guidewire was not confirmed. As received, a complete lead was returned in one piece. Final analysis showed the guidewire was able to be fully inserted into the lead and was removed with no restrictions noted. Additional analysis on electrical testing showed no indication of conductor fractures or internal shorts. No anomalies found on the lead upon visual and x-ray examinations.